Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veritor¿ at-home covid-19 test false negatives were reported. Confirmatory testing was performed using "blood tests". There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received a false negative twice. Date of event or issue: (B)(6) 2022. Problem description: ¿all 3 of us had covid... This told us we didn`t 2 times each. Then the blood work showed we did..

Event description:
It was reported while using bd veritor¿ at-home covid-19 test false negatives were reported. Confirmatory testing was performed using "blood tests". There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received a false negative twice date of event or issue: 06/02/2022. Problem description: ¿all 3 of us had covid. This told us we didn't 2 times each. Then the blood work showed we did".

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received only a negative test result and attributed this to an error¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.